Event description:
The micro oscillating saw was sent in for eval due to overheating. The event occurred during a routine maintenance visit. No adverse event was associated with the device.

Manufacturer narrative:
The device was received for eval; add'l info will be submitted once the quality investigation is completed.